Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A photo of the pack is attached to the parent complaint and has been reviewed by the investigation site. The lot number seen on the pack matches the reported lot number of this complaint. No product is seen in the photo therefore no product defect can be seen. A review of the device history record traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there are 13 additional complaints associated with the lot for the reported issue. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that all the trocars leaked during a right eye procedure. This occurred whenever he changed to the illumination/vitrectomy position but specially the one for the vitrectomy had a continuous flow. There was no harm to the patient. The product sample is available. No additional information is expected.